Event description:
It was reported that a detached needle occurred. The sensor was inserted into the arm on (B)(6) 2023. The product was evaluated. Based on visual inspection, testing concluded that we are unable to perform an investigation on the allegation due to the applicator not having been received. The reported event of a detached needle could not be determined. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. The sensor was inserted into the arm on (B)(6) 2023. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.